Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced abnormal additive. This event occurred once. The following information was provided by the initial reporter. The customer stated: customer responded stating that no calculations were done. Customer requested further clarification of additive and concentration values printed in our catalog.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced abnormal additive. This event occurred once. The following information was provided by the initial reporter. The customer stated: customer responded stating that no calculations were done. Customer requested further clarification of additive and concentration values printed in our catalog.